Event description:
A mayfield infinity skull clamp was involved in a slippage during a surgical procedure. The reporter described the event as, during the surgical procedure, the mayfield infinity skull clamp slipped. The event resulted in a laceration to the pinna of the pt's ear and required suturing.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.